Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 140 mg/dl. The customer reported trying to do a bolus but insulin was not delivered. The customer did not receive a no delivery alarm from the insulin pump. The customer reported treating with manual insulin injections. Troubleshooting was done. The customer also reported seeing air bubbles in the tubing of the infusion set of the insulin pump. The customer was advised to monitor the insulin pump and to call if the problem persists. No additional information was provided.